Manufacturer narrative:
Comitant medical products: product ID: dtma1d4 crt-d, implanted: (B)(6) 2017. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead possibly undersensed a beat or exhibited artifact during a stored episode of no n-sustained ventricular tachycardia; however, it was noted that it did not appear to affect device function. The rv lead remains in use. No patient complications have been reported as a result of this event.